Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 5 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 4 devices were received. 1 device was not available for evaluation. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.